Event description:
In 2008, the patient reported that his blood glucose was elevated to 414 mg/dl and he felt tired and had blurred vision. He then found that his infusion tubing was not connected to the infusion device. He stated that he reconnected the infusion tubing to the infusion device and primed the infusion tubing. He then bolused to lower his blood glucose. His normal blood glucose range is 100-200 mg/dl. He stated that he believes he did not tighten the infusion tubing well enough. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.